Manufacturer narrative:
During the reprocessing in-service with the staff, they covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The event can be prevented by following the instructions for use (IFU) section: prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and required accessories as described in the evis exera iii colonovideoscope reprocessing manual. The endoscopy support specialist (ess) informed the customer of the correct way to pre-clean the scope and perform leak testing according to the device instruction for use (IFU). The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested an olympus endoscopy support specialist to observe their staff during reprocessing of the evis exera iii gastrointestinal videoscope. An olympus endoscopy support specialist (ess) observed the handling of devices in the reprocessing area. The ess reported observing staff performing pre-cleaning on a device. For the device in question, the pre-cleaning could not be performed immediately after the procedure and was delayed more than 1 hour. When device pre-cleaning is delayed, the device reprocessing manual instructs the user to presoak the scope in detergent solution "until the debris is loosened". The ess observed the staff soaking the scope for only 1 minute before beginning the manual cleaning. In addition, the staff did not perform the required leak testing prior to manual cleaning. There were no reports of patient harm or impact associated with this event. The customer confirmed there was no impact to procedures (no delays or cancellations) and there was no impact to patient (no adverse effects, no extension of sedation or anesthesia, no medical intervention). Refer to related reports with patient identifiers (B)(6).